Event description:
It was reported that the patient developed a lump and experienced pain at the spinal cord stimulation lead anchor incision site which had slowly developed over the last few weeks. The lump was palpated over the contour of what felt to be the lead anchor. The patient underwent a revision procedure where the physician attempted to reposition the lead anchor. However, it was found during this procedure that the lump was a lead tip (not a lead anchor) which had remained implanted following a previous explant procedure (see MFR. 15347136, 3006630150-2022-04864). One of the four remaining leads had been cut and the tip that remained implanted had been caught in scar tissue which then caused pain for the patient. This remaining portion of the lead was explanted and was not returned as it was discarded by the medical facility. There were no reported complications postoperatively. The patient is expected to fully recover.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-4, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 5110055 and 7044284. Brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 5168764.